Event description:
It was reported that the patient had a battery site revision in (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Event description:
Information received later indicated that the healthcare provider did not know the cause of the event. There was no abnormal impedance issue. The sign and symptom reported was leg pain. The patient was not hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient's system was explanted on (B)(6) 2014. The cause of the event was leg pain. There were no abnormal impedance measurements.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v152799, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).